Event description:
The user reported that during a plasma infusion from an umbilical artery catheter (uac), the pump alarmed for air-in-line. When the clinician attended to the alarm, they found that the set had leaked from the cassette causing a spillage of the plasma onto the pump and a blackflow of blood from the uac into the line. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information was available.

Manufacturer narrative:
(B)(4). The sample is not available for investigation, as it is contaminated with blood. The manufacturing database was reviewed and no quality issues were noted during production build for the involved lot and failure mode reported.